Manufacturer narrative:
The customer alleged insulin pump received critical pump error(open book image) alarm found (B)(4) 2021. Device received with a frozen display with flashing medtronic logo. Reset the insulin pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify critical pump error(open book image) due to frozen display anomaly. Device was cut open to perform visual inspection and found moisture damage on the [electrical board 1 / electrical board 2 / force sensor]. Unable to download insulin pump's history and trace files using thump due to frozen display anomaly. P-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment. Customer allegation for pump receiving critical pump error (open book image) alarm was unable to be confirmed due to frozen display (flashing medtronic logo) which occurred due to severe corroded electronic assemblies. Unable to download pump's history and trace files using thump due to frozen display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was taken to the pool and it had other critical pump error alarm. Customer could not clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.